Event description:
New information indicated that the patient experienced muscle stimulation on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead had dislodged. On (B)(6) 2014, the lead was explanted and replaced.